Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto w/ht hum device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and blower foam degradation was noted. The service technician observed that error code e053 (err_comp_log_sem_timeout) was present. Additionally, the device had dust and fluids contamination. The device was scrapped by the third-party service center after the evaluation was completed.